Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. During the initial inflation, below nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.